Event description:
It was reported that the patient presented to the emergency room with bradycardia and dizziness. Device interrogation was attempted; however, the pacemaker (pm) could not be interrogated. The physician explanted and replaced the pm. The patient condition was stable.